Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) displayed a code due to capacitor charge time exceeding limitations. The device prematurely reached replacement status and was replaced on (B)(6), 2026 (approximate date). It was not stated whether the device would be returned. No additional adverse patient effects were reported.